Event description:
In 2007, this pt presented with a ruptured abdominal aortic aneurysm. Attempts were made to place a gore excluder aaa endoprosthesis aortic extender component, however, the pt was converted to open repair. One aortic extender component was removed intra-operatively, and one aortic extender component was not placed due to conversion. Multiple verbal and written requests for further info regarding the procedure were made to the physician and the hosp; however, requested info was not rec'd.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Other device not implanted: aortic extender component.